Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized with peritonitis. Upon follow-up with the patient¿s pd registered nurse, it was reported the patient was hospitalized following diarrhea, nausea, and abdominal cramping at home. The admitting facility did not provide the outpatient clinic with hospital documentation. As a result, laboratory results and medications prescribed to address the infection remain unknown. The patient was diagnosed with peritonitis due to touch contamination during continuous cyclic pd (ccpd) therapy on the liberty select cycler at home. It was explained the patient has confusion and ambulatory issues at baseline which may have been a contributing factor to this infection. The patient¿s pd catheter (not a fresenius product) was removed during this hospitalization as the patient was transitioned to hemodialysis for renal replacement therapy on a hospital provided hd machine for the duration of the admission. The patient was discharged from the hospital to their home on (B)(6) 2024. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from the event and will continue hemodialysis on an in-center basis post-discharge with no plan to return to pd therapy. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal cramping, nausea and diarrhea. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s infection can be attributed to a break in aseptic technique during ccpd therapy as reported by a medical professional. Nonadherence to asepsis through touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. Though effluent fluid cultures were not reported, a reduction in symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence that a fresenius product or device deficiency caused or contributed to this patient¿s adverse event.